Event description:
Consumer contacted dexcom to report inaccurate bg values. The consumer did not report any medical interventions or injuries.

Manufacturer narrative:
This was inadvertently reported as an adverse event. This is a reportable malfunction. No additional information is available.